Event description:
The information received from the affiliate states that this patient (age and gender unknown) was presented to the intervention lab for repair of a lesion located below the knee (left or right, size of vessel unknown). There was no information about the vessel condition. The product was prepared as per the IFU. There is no information as to where the physician made access to the patient. The information states that the guidewire was inserted across the lesion via the sheath introducer, without difficulty. As the physician tried to deploy the stent at the lesion, he stated that he could not see the radiopaque stent makers using fluoroscopy, but decided to deploy the stent anyway. Subsequently, the stent was inaccurately placed at the target lesion. There was no information as to if all the slack on the delivery system was removed prior to deployment. Also, there was no additional intervention needed to cover the lesion as the stent was placed into patient's vessel, though it was slightly misaligned. There was no injury to the patient.